Event description:
It was reported that during an scheduled filter retrieval, imaging identified that the filter had tilted approx 30 degs and two filter limbs had detached and were in the pt's lungs. Attempts to remove the filter proved unsuccessful, as it was reported that the filter was embedded in the ivc. There are no plans to attempt retrieval of the detached limbs. There was no report of injury to the asymptomatic patient.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample remains implanted in the pt. Therefore, a device eval could not be performed. The investigation is currently underway. Note: a user facility medwatch report for this event was received and was reported under report #uf (B)(4). It was reported on the user facility medwatch that the device is a g2. According to the date of implant, the device is a recovery filter (B)(4).